Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2q926); product type: 0200-lead; implant date: on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was still having some leakage and their healthcare provider (hcp) told them to call the manufacturer to see if there was anything with the device that could be done to fix it. The patient said when they were in (B)(6), they were peeing constantly. The patient stated they felt a little better when they got home but then they started to have leakage. The patient said they tried increasing stimulation but the stimulation hurt them and they felt it on their butt cheek. The patient was concerned that the wire slipped. The patient was instructed how to switch programs and increase stimulation to a comfortable level, and to give the adjustment a week or two to monitor their symptoms. The patient was advised to try all of the programs available in their therapy and they were redirected to follow up with their doctor if the issues persisted. The patient said their managing doctor already left the hospital and the patient went to their ob and their ob was the one who told them to contact the manufacturer. Physician listings were sent to the patient.